Event description:
It was reported that the compressor did not start. Moreover, the compressor generated an alarm indicating a low pressure during service. There was no patient harm reported. Manufacturer's ref. #: 939700

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported compressor on site. The capacitor for motor has been replaced to resolve the issue and sent back for investigation. The returned motor capacitor has been tested in a compressor. The motor didn't start up. It alarmed for low pressure as well. By measuring the contact of the capacitor, it was noticed that there was no contact between the + and - poles, which indicates an open circuit inside the capacitor which lead to the reported issue. The capacitor for motor is the cause of the issue, however, it was not possible to find the root cause for the open circuit inside the capacitor. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation.

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).